Event description:
It was reported that during an unknown procedure, 2nd clip fell off at 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch#: x94t0g. Additional information was requested and the following was obtained: "2nd clip fell off at 1st firing. Clip scissoring occurred at 2nd firing. The device was fired outside patient, but the clip formed properly. The closed clip fell off when the other clip was clipped at the middle part of the operation. The device was replaced, but the same issue occurred. The product in the question is 2 devices, but the 2nd device has been discarded, so 1 will be returning. When the operation video was checked, the surgeon seems to not be grasping the device too much nor torqued." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.